Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 self-test performed on (B)(6) 2021. Confirmation testing was performed via pcr on (B)(6) 2021 and generated a positive result. The patient was reportedly asymptomatic. No additional patient information, including treatment and outcome, was provided.